Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ((B)(6)) procedure on (B)(6) 2014, the physician experienced difficulty placing the patient's lead. Subsequently, the physician decided to remove and replace (with a different model) the lead. Additionally, it was reported the lead was fractured in the process of removing the lead. The procedure was approximately extended by an hour.